Event description:
Right hemicolectomy surgery with pain pump insertion. Abdomen was closed and pain pump catheter inserted subcutaneously. The peel away introducer sheath (x1) was inserted by md. Unable to thread catheter completely. Surgeon pulled the sheath out and about 2 inches of the distal end of sheath separated and was not able to be found.